Event description:
It is reported that: the pt was notified of the recall by their surgeon. The pt reports that the implant site is very sore and tender. The pt occasionally has pain in the leg that causes her to limp. The pt has a follow-up appointment scheduled for (B)(6) 2013.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.